Event description:
The physician placed a percutaneous endoscopic gastrostomy feeding tube successfully on 2/12/97. A day or 2 later it was noted the pt developed pneumoperitoneum. The tube was repositioned under fluoroscopy successfully. No other info is available.